Event description:
It is reported that the patient's insulin pump reservoir has bubbles in the tube. The patient's blood glucose level was unknown. Trouble shooting was conducted. Both devices are being returned. No further information available.

Manufacturer narrative:
.